Manufacturer narrative:
Section b3: correction. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the pump was exchanged on (B)(6) 2014 due to an unknown cause. No further information was provided.

Event description:
It was later reported that there was never a pump exchange for the patient. The pump was explanted on (B)(6) 2015 due to recovery. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account communicated that (B)(6) was implanted on (B)(6) 2014 and was explanted on (B)(6) 2015 due to recovery. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple attempts for product return were sent to the account; however, as of (B)(6) 2020 was not returned for evaluation. If (B)(6) is returned, this complaint will be reopened, and the device will be evaluated. No further information was provided. The manufacturer is closing the file on this event.